Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pumps failed interoperability programming and flashed an error message while attempting to program post-partum oxytocin and lactated ringers (lr) solution. After several attempts to complete the programming, the channels went blank and the unit flashed an error screen at which time both lines (lr and oxytocin) free flowed into the patient. The rn was in the room and able to stop both medications. The rn stopped the machine and reset it. Interoperability still did not function, oxytocin was manually programed in. The pump taking out of service. There was patient involvement but no harm. Per hospital's clinical engineering team, the device log indicates error code to be 800.8000.

Event description:
It was reported that the pumps failed interoperability programming and flashed an error message while attempting to program post-partum oxytocin and lactated ringers (lr) solution. After several attempts to complete the programming, the channels went blank and the unit flashed an error screen at which time both lines (lr and oxytocin) free flowed into the patient. The rn was in the room and able to stop both medications. The rn stopped the machine and reset it. Interoperability still did not function, oxytocin was manually programed in. The pump taking out of service. There was patient involvement but no harm. Per hospital's clinical engineering team, the device log indicates error code to be 800.8000.

Manufacturer narrative:
Omit : b17 device not returned, c20 no findings available. Additional information : device available for eval? Returned to manufacturer on, device return to manuf ? Device eval by manufacturer? Reason code for no evaluation if other specify, imdrf annex a, b, c, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.